Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that on returning home the patient filed a formal complaint with regards to her treatment. According to the patient "in all the 17 years I have used this dressing I have never known such a reaction to occur. Please can you investigate and advise accordingly." No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Reported to the FDA on july 23, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the dressing was applied to a superficial minor burn on the patient's right thigh and left wrist which occurred the previous day from hot soup. The burn began to feel worse with increased pain, redness and swelling; however, that afternoon after treatment the patient went on holiday to (B)(6) where the dressings were removed and simple first aid measures applied, including antihistamines. Report states that it appears that the patient is sensitive to the "pine resin" from tree stumps that may be present in the adhesive resulting in an allergic reaction thus causing the wound to show signs of an extended appearance to become worse as a result of this reaction.